Event description:
The pt was in the operating room to have an arthroscopy, when the skytron bed broke. The pt was being transferred over to the operating room bed when the back of the bed snapped and slid down head first. The pt was assisted to the floor. She stated, she was fine and wanted to proceed with surgery. She had no injury and imaging has been negative. The bed was sent to skytron and we have received their final eval. Skytron and the manufacturer of the beach chair, after much inspection, could not determine how the beach chair could have broken due to a manufacturing defect or inherent product failure.